Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of telemetry when the battery voltage was reduced to approximately 2.50 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.